Event description:
It was reported that the patient presented for a weekly routine postoperative dressing change. The dressing was reported as "wet". It was noted that "5cm next to exit site there is a flexible part of dl in the tissue, driveline is to see below skin, because of cachexia. Patient is very thin; surgeon tunneled from left apex to right thorax below last rip between tissue and fascia, comes out of skin and is going back to subcutaneous tissue." No other information was reported.

Manufacturer narrative:
Additional information had been provided on 02/02/2015. On 02/02/2015, per additional information received, the determination from the site was that the patient had a delayed healing at the driveline site. On 02/05/2015 information was received from the site that laboratory testing showed a bacterial infection. No further information was available, including date of test, type of organism, or how the infection was treated. The patient's dressing was changed from the allevyn adhesive dressing to a dry dressing. The patient was reported to be "fine at home." Driveline site infection, tissue erosion, and tissue damage are known potential adverse events associated with the use of all vads as outlined in the instructions for use (IFU. The IFU and patient manual provide guidelines for optimal patient management, including pre- and post-operative infection control measures and driveline care and immobilization to minimize the risk of infection. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may have contributed or predisposed this patient to the event, with no indication of any device malfunction or performance issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Investigation in progress. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU includes the following: precaution: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The path and method of tunneling the driveline is determined by the implanting surgeon to meet the individual needs of each patient. As such, the IFU does not describe a particular method but does advise to adjust the distance of exit site from costal margin to fit body habitus and prevent rubbing against the costal margin. The IFU provides guidelines on driveline care and immobilization to minimize the risk of infection.

Manufacturer narrative:
On (B)(6) 2015 the determination from the site was that the patient had a delayed healing at the driveline site. On 02/05/2015 information was received that the patient had an aortic valve placement before the ventricular assist device. Laboratory testing showed a bacterial infection, the treatment for the infection was not provided. It is reported that the patient had a change in the type of adhesive used for the dressing. The patient was reported to be at "home".